Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm during insulin delivery. Customer's blood glucose was over 300 mg/dl. Customer reported the alarm was resolved by a complete set change. Customer reported the alarm did not occur during manual prime. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test per specifications as follows, reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into the insulin pump, performed a manual prime. Fluid flowed through infusion set and out catheter tip.